Event description:
Eight months post index procedure it was noted that the patient died. The death likely occurred outside of the hospital setting. The patient was initially admitted in 2004. The patient had a lesion in the proximal left anterior descending branch and in the mid circumflex. The proximal left anterior descending branch had 75% stenosis and was type b2. The lesion was pre-dilated at 8atm and a 2.75x18mm cypher select stent was implanted at 10atm. The mid circumflex had 90% stenosis and was type b2. The lesion was pre-dilated at 6atm and a 2.75x18mm cypher select stent was implanted at 10atm. The patient's medication included the following: aspirin and clopidogrel.

Manufacturer narrative:
Please note: this ous cypher select sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01552 and 9616099-2007-01553. Additional information will be submitted upon 30 days of receipt.